Manufacturer narrative:
(B)(4). Mw5064935.

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, a pair new transmitter alert appeared after receiving a low transmitter battery alert. No additional patient or event information is available. No product or data was provided for evaluation. The customer complaint could not be confirmed. A root cause could not be determined.